Manufacturer narrative:
(B)(4). After an additional medical review, a determination was made to re-classify the complaint as a malfunction. Complaint number 3003898360-2019-01069 is being reported as a malfunction. There was no serious injury.

Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the first clip came out closed in the jaw. Other clips thereafter were fine. The hospital did not fill in their usual paperwork and this happened over a weekend so no detail on who the surgeon was and the device with box were dumped.